Event description:
It was reported that the user experienced persistent blood glucose fluctuations while using the ilet system, attributed by the user to gastroparesis and perceived inadequate insulin delivery performance, leading to a decision to discontinue use and return to a previous pump; the user had already completed troubleshooting and education, including multiple follow-up reviews and use of oral glucose as needed. Symptoms included episodes of high and low glucose. Outcomes included transient impact on blood glucose control without hospitalization. Investigation included customer care review and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed based on available information. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.